Manufacturer narrative:
(B)(4).

Event description:
It was reported that stimulation and therapeutic effect was intermittent despite changing programs. The physician was aware of this issue and x-ray confirmed lead has not moved. It was recommended that the caller track symptoms for a two week period, contact the office and request an appt to see the programming nurse. Add'l info has been requested, but was not available as of the date of this report.